Event description:
Healthcare professional reported flu-like symptoms, followed by an enlargement of the left breast, resulting in marked asymmetry. An us scan revealed that the implant was surrounded by fluid, and an fna extracted 80 ml of cloudy fluid. The cytology report showed an atypical lymphoid population highly suspicious of bia-alcl. A pet-CT scan showed weak absorption in the area surrounding the left implant, with a focused area of hyperabsorption, in addition to the weak absorption of a lymph node in the left axilla. An MRI scan demonstrated a large amount of fluid surrounding the left implant, with no suspicious enhancement. The pathology report indicated no sign of lymphoma in the left capsule or axillary lymph node; however, the fluid from the area surrounding the left implant showed large atypical cells that were positive for cd30, negative for alk, and negative for cd2, cd3, cd4, cd7, cd8, cd20, cd56, and tia-1. Many of the large cells were positive for ki-67. An additional pathology specialist was consulted and concluded that the findings were highly suggestive of bia-alcl confined to the effusion without evidence of infiltration (bia-alcl tnm stage 1a). This record is for left side. Device has been explanted, en-bloc capsulectomy, and a left axilla sentinel lymph node biopsy. The reported "flu-like symptoms" is not related to the device.

Manufacturer narrative:
Journal article citation: shoham, g.; haran o.; singolda, r.; madah, e.; magen, a.; golan, o.; menes, t.; arad, e.; barnea, y. "Our experience in diagnosing and treating breast implant-associated anaplastic large cell lymphoma (bia-alcl)". J. Clin. Med. 2024, 13, 366. Https://doi.org/10.3390/jcm13020366. Additional contributing authors: dr. Oriana haran department of plastic and reconstructive surgery, tel aviv sourasky medical center, affiliated with the faculty of medicine, tel aviv university, tel aviv 6997801, israel; dr. Roei singolda department of plastic and reconstructive surgery, tel aviv sourasky medical center, affiliated with the faculty of medicine, tel aviv university, tel aviv 6997801, israel; dr. Ehab madah department of plastic and reconstructive surgery, tel aviv sourasky medical center, affiliated with the faculty of medicine, tel aviv university, tel aviv 6997801, israel; ada magen breast health center, tel aviv sourasky medical center, affiliated with the faculty of medicine, tel aviv university, tel aviv 6423906, israel; orit golan breast imaging center, tel aviv sourasky medical center, affiliated with the faculty of medicine, tel aviv university, tel aviv 6423906, israel; tehillah menes meirav breast center, sheba medical center, affiliated with the faculty of medicine, tel aviv university, tel hashomer 5262000, israel; ehud arad department of plastic and reconstructive surgery, tel aviv sourasky medical center, affiliated with the faculty of medicine, tel aviv university, tel aviv 6997801, israel; yoav barnea department of plastic and reconstructive surgery, tel aviv sourasky medical center, affiliated with the faculty of medicine, tel aviv university, tel aviv 6997801, israel correspondence: (B)(6). The events of seroma-late and lymphoma- alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphoma-alcl.